Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 4 of 4. There was fluid found after removing the cassette from the cycler. Fluid leaked from the cassette. There was no fluid in the cycler pump module area. The patient was advised to unplug and plug back in the cycler and then try it again for the next treatment. In a follow up, the clinic manager verified the fluid leak event and said there was no harm to the patient. The patient is still using the same cycler with not further issues.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 4 of 4. There was fluid found after removing the cassette from the cycler. Fluid leaked from the cassette. There was no fluid in the cycler pump module area. The patient was advised to unplug and plug back in the cycler and then try it again for the next treatment. In a follow up, the clinic manager verified the fluid leak event and said there was no harm to the patient. The patient is still using the same cycler with not further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: b.1.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 4 of 4. There was fluid found after removing the cassette from the cycler. Fluid leaked from the cassette. There was no fluid in the cycler pump module area. The patient was advised to unplug and plug back in the cycler and then try it again for the next treatment. In a follow up, the clinic manager verified the fluid leak event and said there was no harm to the patient. The patient is still using the same cycler with not further issues.